Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak were two parallel longitudinal tears in the balloon, one approximately 1.5 mm and the other approximately 3 mm in length. Based on the information provided and the investigation performed, the root cause of the tears could not be conclusively determined. The review of the lhr (f1516903) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the balloon lost pressure. Manual compression was applied for 30 minutes or less. The patient's hospitalization was not caused or prolonged due to the mynx vascular closure device. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Additional information: the balloon lost pressure at the 2nd stop (arteriotomy). At prep, the black marker on the inflation indicator was fully exposed. Vessel location: peripheral.